Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast surgery with a 425cc mentor smooth round moderate profile saline breast implant experienced left sided capsular contracture baker grade IV post procedure. As a result, patient had an explantation on (B)(6)2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/6/2020. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device it was observed with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Concomitant products: 425cc mentor smooth round moderate profile saline breast implant catalog: 3501670 lot: unknown serial number: unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/31/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).